Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became dislodged and was pulled back into the tricuspid valve annulus. The rv lead exhibited unstable and high thresholds. The lead only had intermittent capture at full output and was unable to detect any r waves. The lead was explanted and replaced. It was unable to be revised due to tissue in the helix that was hard to remove, thus, the physician requested a new lead. No patient complications have been reported as a result of this event.